Event description:
It was reported that a spectrum iq infusion pump did not deliver medication during delivery in the med surge department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not deliver medication" was not reproduced. The device was sent for flow accuracy testing at rate = 125 ml/hr, delivered = 121.019 ml, error % = -3.185% and was within specification. The event history log review was performed. The customer did not provide an event occurrence date or parameters. The condition of the IV set, IV bag, and set up are unknown. The last days of customer use revealed an infusion of amiodarone-nexterone programmed at a rate of 33.3 ml/hr and a vtbi of 195 ml. The infusion was started on (B)(6), 2024 to (B)(6), 2024. Throughout the infusion, the vtbi was changed 22 times. Additionally, the pump alarmed "upstream occlusion!" 5 times, "downstream occlusion!" Twice, and "air-in-line!" Once throughout the length of the infusion. No further conclusions could be drawn at this time from the ehl review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.